Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed out of fill test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
E1(event site telephone: (B)(6)). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue however suspected catheter leak. The fse performed all functional and safety checks to meet factory specifications. Completed repair with all functional and safety tests per manufacturer specifications.